Event description:
The occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and attempted to deflate the occlusion balloon and it would not deflate. The physician attempted a second time and the clamp was jammed and would not work. The physician instructed for technician for assistance. The technician called the company and asked for assistance in this matter. The technician was instructed to use the deflation method per the instruction for use and provided directions to the technician over the phone. The technician was advised to cut the hypotube and to make sure that the tube was open and the occlusion balloon would deflate slowly. The physician cut the hypotube and the occlusion balloon started to deflate slowly. The procedure was successful and the pt is reported to be fine.